Manufacturer narrative:
Patient fell after knee was in bicycle mode and forgot to change modes. The analysis showed that after exercise on a crosstrainer the patient has forgotten to deactivate the bicycle mode of the device which caused the patients fall while triggering a step.

Manufacturer narrative:
Device is not available for evaluation; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient fell and broke hip after knee was in bicycle mode and forgot to change modes, patient had to have a partial hip replacement. Using the nustep machine (exercise bike) at physical training and had knee in cycling mode. Got off machine to go to parallel bars, started walking and forgot knee was in cycling mode. Walking with one crutch on sound side. Knee buckled and he fell towards prosthetic side and landed point on his hip. Prosthesis was awkwardly caught under him. Walking on level, carpet.